Event description:
A user facility reported that the intraocular lens (iol) was nicked / chipped in the cartridge on the iol delivery system. It was reported that there was no pt impact associated with this event.